Event description:
A malfunction was reported on the pump, characterized by malfunction code 12 and occurrences on previous occasions. There was no adverse impact to the customer¿s blood glucose level, and it did not exceed 500 mg/dl. As a corrective measure, cts sent a replacement pump, provided instructions on how to put the current pump into storage mode, and advised the customer to return the problematic pump to tandem using the provided return box and label. The customer understood and acknowledged all instructions.